Event description:
It was reported that during equipment testing conducted at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, an electrical short was found in the motor windings, which is a probable cause of the reported overheating.